Event description:
A malfunction was reported on the customer's pump, specifically displaying malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. The customer was advised to use an alternate insulin delivery method, mdi, while waiting for a replacement pump. The pump was out of warranty but still covered, and technical support arranged for the delivery of a new pump with updated software. Instructions were provided to put the faulty pump into storage, return it to tandem, and program settings into the new device. The customer was informed about connecting their cgm to the replacement pump and acknowledged receiving these instructions.